Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "had an ultrasound to confirm the left breast implant has ruptured", pain, and "double bubble on breast". The device has been explanted.